Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that main drawer 5 was off the bus and that the back-panel data light sensor was flashing. The fse reseated the cable, but that did not resolve the issue, so the fse replaced the drawer board. The fse then used the hardware testing application and completed the final test. The customer was subsequently able to successfully recover and open the drawer without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 was not detected on bus. User tried hard reboot but unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.